Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they were unable to test using the adc device as it would restart without pressing any buttons. The customer did not have symptoms but had contact with a healthcare provider who obtained a glucose result of 49 mg/dl on their meter and provided two servings of sugar for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader, no issues were observed. Reader did not powered on with button depression, test strip insertion and cable. Bnp-1 was created to address the issue. During bnp-1 investigation low cpu pressure was observed. Pressure was applied to cpu and built in reader test performed. All results were within specification. Reader functions normally. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they were unable to test using the adc device as it would restart without pressing any buttons. The customer did not have symptoms but had contact with a healthcare provider who obtained a glucose result of 49 mg/dl on their meter and provided two servings of sugar for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.